Manufacturer narrative:
(B)(6). Concomitant medical product-unknown bearing, bmt smooth knee stem 16x80 catalog# 145026 lot# 470050, vg da 360 o/s tib tray cocr 75 catalog# 161431 lot# 3535584, bmt smooth knee stem 14x80 catalog# 145024 lot# 316550. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:3002806535 - 2017 - 00258, 3002806535 - 2017 - 00259, 0001825034 - 2017 - 02893, 3002806535 - 2017 - 00260, 0001825034 - 2017 - 02897.

Event description:
It was reported that a patient underwent debridement and received antibiotics due to infection two months post revision. All implants were retained.

Manufacturer narrative:
Upon review, it has been determined that the device should not have been reported under this MFR number. This report should be voided, as a corrected report has been filed under MFR number 0001825034 -2017 -07285.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.